Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a lead implant. During the procedure once the right atrial lead was placed, a high capture threshold was observed. The physician decided to reposition it, but found that the helix of the lead could no longer extend or retract. The lead was not used and replaced, and the patient was in stable condition.